Event description:
This occurred during a tkr at dubbo private hospital. A scorpio cr tibial insert was to be open for implantation. The outer cardboard box was intact and undamaged and was opened. The plastic container was found to be misshapen and the foil seal broken. The inner plastic container was also misshapen though the foil seal appeared to be intact. This prosthesis was not used and did not enter the sterile field.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding packaging damage involving a scorpio cr insert was reported. The event was confirmed. -device evaluation and results: visual inspection confirmed that the outer and inner blister was deformed. It appears that this pack was subject to a heat source to the extent that the pack bellowed out, the outer foil lid seal was broken and the pack was deformed when the pack cooled. The inner blister has bellowed out also and the inner foil lid seal remains intact. -device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. -complaint history review: chr review determined that there were no similar events reported for the lot. Conclusions: the packaging cell reviewed the returned product and concluded that the damage noted was caused when the part was being shrink wrapped in the packaging cell. The issue was discussed at the time of the complaint, and it was determined that this issue does not warrant an ncr as the corrections have already been implemented and there have been no other complaints noted for this issue.

Event description:
This occurred during a tkr at dubbo private hospital. A scorpio cr tibial insert was to be open for implantation. The outer cardboard box was intact and undamaged and was opened. The plastic container was found to be misshapen and the foil seal broken. The inner plastic container was also misshapen though the foil seal appeared to be intact. This prosthesis was not used and did not enter the sterile field.